Manufacturer narrative:
Product event summary: the full lead was returned and analyzed and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The lead had reportedly dislodged.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead would not stay where placed despite having been repositioned several times during implant as the patient had a large atrium. The lead exhibited unstable thresholds, non-capture and no sensing the day following implant. The lead was removed but not replaced. No patient complications have been reported as a result of this event.